Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2020 and the suture was used. It was reported that the loop of the suture was broken during continuous suturing. There were no adverse consequences to the patient.